Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for eval. The ECG data from the event was returned. Review of the data indicates that the analysis program results were correct for the specific analysis in question. The analysis program saw the rhythm as a very rapid rate averaging 237 beats per minute. This is considered ventricular tachycardia and considered shockable by the analysis program. The rhythm appears to be artifact rather than the underlying pt rhythm. We believe this artifact is likely due to poor pad adherence. There is evidence of the electrodes loosing contact with the pt several times. Based on our review of the data, we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.